Event description:
Country of complaint: (B)(6). After implantation of the screw, final tightening to 10 newtons could not be achieved, there was no progression by tightening of the nut. The team opted to change the screw. Surgery delayed less than 15 minutes.

Manufacturer narrative:
Us reporting agent notified on 01/12/2015. Manufacturing site evaluation: manufacturing documentation has been reviewed for the lot number provided. There were no discrepancies found. Device: the screw thread of the polyaxial screw is damaged. A piece of what looks like bone is stuck in the first screw thread of the tabs. The screw thread of the set-screw was most likely damaged which led to the damage of the polyaxial screw. The damage is caused by user error.